Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the blood control valves of a bd insyte¿ autoguard¿ bc shielded IV catheter were damaged. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis: MDR: review was not conducted as a lot number was not provided for this incident. Observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Investigation conclusion: confirmation of the defect stated in the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate.